Event description:
Boston scientific received information that this lead was dislodged. The physician extracted the lead and replaced with another lead. No additional adverse pt effects were reported. This lead was explanted.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection a bend in the lead's distal part was noted. Bending the distal part requires the presence of mechanical stress. Mechanical stress during surgery should be taken into consideration. Furthermore, cuttings in the insulation and deformation of the outer coil were found which happened most likely during the explantation. Next, the lead was destructively analyzed and coagulated blood was identified in the lumen of the lead causing the inability to advance the stylet properly. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. No other deviations were noted in the course of the further analysis. There was no sign of a material or manufacturing problem.